Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, the physician experienced difficulty lining up the finish arrows. As soon as this was accomplished, the starclose device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.